Event description:
It was reported, during preparation for use the subject device had an abnormal image. No patient harm reported.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
Additional information was provided by the customer: the issue was found during therapeutic laparoscopic cholecystectomy procedure that was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information received from customer. Updated fields: b5, d8, e2/e3, g2, h2, h4, h6 and h11. Corrected fields: b3, d2a, d4 (unique device identifier), g4 [PMA/510(k)], h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.